Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent by customer and being reviewed by technical support. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported bellavista 1000 inspiration valve or device leaky and invalid calibration active alarm. Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Exact root cause unknown. Customer confirmed that issue resolved with main electronics.